Manufacturer narrative:
Tab not completed. No malfunction.   MDR filed due to keyword "fire" present in complaint.

Event description:
Dealer states wants unit inspected for operation. Dealer states unit was in a house fire. The fire was not caused by the machine.